Manufacturer narrative:
It is unknown onset of when pain first began. This report is for unknown quantity of 2.7 mm cortex screws /unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Therapy date of concomitant device is unknown. (B)(6). Without a lot number the device history records review could not be completed. The manufacture date is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a revision of a 6 hole ulna shortening osteotomy due to delayed-union/non-union of the osteotomy was needed. The initial surgery with a ulna shortening osteotomy was performed 5-6 months prior to the revision case. This revision was initiated due to pain and x-rays demonstrated some loosening of the 2.7mm cortex screws and a loss of the alignment of the ulna. The patient underwent re-operation on (B)(6) 2017 where the 6 hole ulna shortening plate was removed without issue and the surgeon refreshed the osteotomy site clearing soft-tissue and callous, anatomically reduced the osteotomy site and re-plated the ulna with a larger plate (02.110.152 - lcp wrist fusion plate straight). No delay in surgery, post outcome to be determined as the revision was performed on the same (B)(6) 2017. No adverse event reported. Patient's activity levels normal. This case is not being reported by the customer, but (B)(6) employee. All available information has been provided as part of this report; no further information will be forthcoming. Concomitant parts reported: 1x lcp uln osteot pl 02.111.900 lot is unk. This report is for unknown quantity of 2.7 mm cortex screws. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Investigation summary: complained issue could not be replicated and/or confirmed based on the available information. No pictures and/or x-ray¿s, or lot numbers were provided, and no products were not returned for investigation. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Added additional complaint information and concomitant devices. This report is for one (1) 2.7mm cortex screw (cortical lag screw). Potential part number is 202.87x. Without the specific part and lot number the UDI is not available. Corrected data: implanted 5-6 months prior to the revision case. Therapy date is 5-6 months prior to the revision case. Device manufacturer date is unknown, as specific part and lot numbers of the cortex screw are not provided. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was further clarified that the patient underwent a revision surgery on (B)(6) 2017 of locking compression plate (lcp) and 2.7mm cortex screws due to a delayed-union / non-union of the osteotomy and a screw was noted to be loose. All of the screws were depuy synthes 2.7mm screws. All four (4) 2.7 cortex screws and two (2) 2.7mm lcp locking screws had been implanted initially as per the surgical technique. The surgeon commented that the 2.7mm cortical lag screw that had been inserted across the osteotomy as per the surgical technique had loosened slightly at time of removal but no other screws demonstrated signs of loosening on the pre-operative images or during removal. Additional concomitant devices reported: 2.7mm cortex screws (part # 202.87x, lot # unknown, quantity 3), 2.7mm lcp locking screws (part # 202.2xx, lot # unknown, quantity 2). This report is for one (1) 2.7mm cortex screw (cortical lag screw).